Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, the right ventricular lead had high thresholds, high impedance and poor sensing. It was further reported that there was thought to be tissue in the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.